Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the device was received separated on the front right side where the case halves meet. During evaluation, the display screen was noted to be distorted to the point of almost not being able to view information on screen. The screen displayed hard horizontal lines, color distortion, mostly different shades of gray depicting on screen information. The device was able to load and run a set. During further investigation of the opened device cases, the pem was noted to be out of its seating making the case ajar, compromising the seal. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a faulty display. The mechanism and flange assembly, perimeter gasket, and display would be replaced to resolve the observed issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lcd screen of a novum iq syringe pump was defective and showed lines on the screen. The issue was noticed out of box. There was no patient involvement. No additional information is available.